Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 08:09:49. During night drain cycle one, the patient's ultrafiltration reading was 1503ml, indicating the home patient (hp) drained 1503ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1503 ml during therapy initiated on (B)(6) 2011 at 8:09, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the user bypassed cycle 1 fill. The actual drain volume for cycle 1 was 1502 ml which is 60.1% of the largest prescribed fill volume (lpfv) of 2500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.